Event description:
It was reported that: "dr was inserting the restoration ps femoral stem and as he was impacting the inserter, the attachment of the stem inserter broke off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.